Manufacturer narrative:
A supplemental report is being submitted for additional information. The event description has been updated to include the information that was received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the acute on chronic systolic and diastolic heart failure, resolved acute respiratory failure, acute renal failure, coagulopathy and shocked liver were all due to patient condition.

Event description:
It was further reported that post implant the patient also had upper gastrointestinal bleeding (ugib) thought to be caused by severe esophagitis and friable duodenal tissue. The patient continued to have gib needing numerous blood products. The patient had decompensation with elevated lactate and oliguric acute renal failure (aki). Then, required intubation due to altered mental status and vasopressor support. Continuous renal replacement therapy (crrt) was initiated and stopped two days later for trial renal recovery. The patient was alert and oriented after extubation however a fever developed which blossomed into septic shock.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and additional information. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient developed worsening mixed shock (a combination of cardiogenic, distributive and septic shock). The patient experience acute on chronic systolic and diastolic heart failure, resolved acute respiratory failure, acute renal failure, a coagulopathy, and a shocked liver; all were attributed to patient condition. The patient was taken off the intravenous (IV) vasopressors and inotropic agents and transferred to comfort care where they received pain medication and tranquilizers. The vad was turned off and the patient subsequently expired. The cause of death was indicated to be septic shock. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, worsening heart failure, respiratory dysfunction, hepatic dysfunction, renal dysfunction, sepsis, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing histo ry and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding clarification of the circumstances surrounding the patient's death, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four weeks after the ventricular assist device (vad) implant procedure, the patient developed worsening mixed shock (a combination of cardiogenic, distributive and septic shock). The patient remained acute on chronic systolic and diastolic heart failure, resolved acute respiratory failure, acute renal failure, a coagulopathy and a shocked liver. The patient was taken off the intravenous (IV) vasopressors and inotropic agents and transferred to comfort care where they received pain medication and tranquilizers. The vad was turned off and the patient subsequently expired. The cause of death was indicated to be septic shock.